Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and the cardiac resynchronization therapy defibrillator (crt-d) was connected to the programmer for interrogation, however, a full interrogation would not pull up. A second programmer was not attempted. The patient then presented to the hospital for a device replacement, and a different programmer was utilized to interrogate the device and a full interrogation was obtained. The physician chose to continue using the device and the patient will continue to be monitored. No patient complications have been reported as a result of this event.